Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned to the reported event.

Event description:
It was reported that during the retreatment of in-stent stenosis, when an attempt was made to deploy the subject stent the microcatheter lost its position while the subject stent was in the microcatheter. Therefore, the subject was retrieved, while doing so the subject stent unfortunately deployed in the microcatheter. The subject stent was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the retreatment of in-stent stenosis, when an attempt was made to deploy the subject stent the microcatheter lost its position while the subject stent was in the microcatheter. Therefore, the subject was retrieved, while doing so the subject stent unfortunately deployed in the microcatheter. The subject stent was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.